Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test, unexpected restart error test or verify possible under delivery anomaly due to motor error alarms. The insulin pump powered up properly after battery installation. No blank display or display anomaly noted. The insulin was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. The insulin pump had normal operating currents and passed the self-test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose, display anomaly, motor displacement test failed and possible under delivery anomaly. The customer's blood glucose reading was 400+ mg/dl. The customer treated with manual injections. The customer stated that the pump was under delivering. The customer stated that the bolus history was not showing all her boluses. The customer was not able to troubleshoot because the pump was not functioning as designed. The insulin pump will be returned for analysis.